Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep contacted customer one week later, still no problem. System operates as intended.

Event description:
Customer reported a burning smell coming from the workstation. No pt injury was reported.